Event description:
A technician reported to a baxter sales representative of a luer activated valve for IV access set in which the connector "unraveled" from the contrast/high power injector. According to the report, when this occurred the patient began bleeding onto the floor from their open IV catheter hub (blood loss was reported to be "minute"). This event occurred during patient use. There was no patient injury reported and no additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review was not performed because a lot number was not available. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).